Event description:
Y-port connecting crrt return line and cacl line to crrt return port noted broken with blood squirting out during ongoing crrt. Crrt filter changed with y-port replaced. Crrt restarted with no further complications noted. FDA safety report ID# (B)(4).